Event description:
During the initial report the sales rep reported that a catheter broke off in a pt. During a follow up report, it was reported by the customer that during a breast augmentation procedure a catheter was placed submuscular. It was reported that the doctor removed the catheter and resistance was felt during removal. The catheter was not detected in x-ray. It was reported by the customer no action was taken due to this event and the catheter was lubricated with 1% lidocaine which was injected into the catheter to flush it once resistance was felt.

Manufacturer narrative:
As of 08/11/2009 the catheter has not been returned for eval. No conclusion can be drawn.